Manufacturer narrative:
The device was previously returned and evaluated with no issues found. A shoulder bolt allegedly from the device was returned at a later date and evaluated. The shoulder bolt was consistent with the material specification.

Event description:
The consumer was reaching for an item when the armrest allegedly fell off and the consumer fell out of the chair.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
The consumer was reaching for an item when the armrest allegedly fell off and the consumer fell out of the chair.

Manufacturer narrative:
The device was returned and evaluated. No issues could be found with the device.

Event description:
The consumer was reaching for an item when the armrest allegedly fell off and the consumer fell out of the chair.